Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 74 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 25 mm in diameter and 15 mm in length. The proximal aortic neck angle measured 10 degrees. It was reported that during the index procedure, a proximal type I endoleak was observed after the stent graft was implanted. The physician implanted aptus endoanchors, resolving the endoleak. Per the physician, the cause of the events was unknown. No additional clinical sequelae were reported and the patient is fine.